Event description:
It was reported that the insulin pump alarmed motor error during the basal rate delivery. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed. The insulin pump passed the displacement and self tests. It was reported that the customer was uncomfortable with the insulin pump, and requested a replacement due to the multiple motor error alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose motor support disk. The insulin pump also had a missing end cap sticker.